Event description:
A visiting nurse tested the customer's blood glucose using the customer's breeze2 and her contour meter. The contour read 289 mg/dl, while the breeze2 read 106 mg/dl. The nurse stated that the contour reading was in the customer's normal range. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed. No product will be returned for evaluation.